Manufacturer narrative:
Additional information was received on january 26, 2023. The event date was clarified to be (B)(6) 2022. The ruptures, originally reported to be bilateral, was only right sided. Reason for device explant and/or reoperation: breast discomfort. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: pain/rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 55-year-old asian female who underwent breast augmentation revision with 500cc mentor memorygel breast implants experienced possible bilateral rupture and left sided breast pain post procedure. The ruptures were detected through magnetic resonance imaging. As a result, bilateral prosthesis replacement with mentor smooth round moderate profile 425cc saline prostheses was performed on (B)(6) 2023. See 1645337-2023-00720 for contralateral prosthesis report.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on february 17, 2023. The investigation of the impacted product was completed by the failure analysis lab on february 23, 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).